Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 16/oct/2012. Device evaluation: visual analysis of the returned device noted white particles on the inner and outer surfaces of the device. A flat crease of the shell was observed. A leak test was performed which did not note any leaks. No clogged port holes were observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported a right side deflation. Patient representative reported "right sided soreness and a pinching feeling when breathing,¿ ¿sensitivity and soreness,¿ ¿pulling feeling on the right side,¿ and ¿irritation of skin." The device has been explanted and replaced.